Event description:
(E1) reported that while delivering inhaled nitric oxide (ino) therapy to an adult patient using the (d4) device, an the device alarmed unexpectedly for vent flow idle. According to the hospital's report, the patient was seated in a recliner, and an oxygen extension tube was found to be ruptured. During the tubing replacement, the noxbox emitted a high-pitched sound, and the monitored no concentration increased to approximately 99 ppm. After the tubing was replaced, the monitored no concentration decreased to approximately 4 ppm and did not stabilize. The hospital staff responded by exchanging the affected device with a backup unit. A transient drop in the patient's oxygen saturation was observed during the event, though the clinical staff noted a poor signal waveform at the time. No lasting adverse effects were reported. Ventilator mode and settings: 4l/min nasal cannula.

Manufacturer narrative:
The device was returned to the u.s. Service center for evaluation and underwent a comprehensive functional inspection and performance verification. All testing was performed in accordance with approved service and test procedures. During the evaluation, it was identified that the internal vent-flow tubing had become disconnected. This condition impaired the device's ability to accurately monitor vent flow and resulted in the alarms. A review of the device log file indicated evidence of elevated pressure within the patient circuit, as reflected by abnormalities in the pump-flow data. The hospital also reported that the external oxygen extension tubing was found to be ruptured at the time of the event, but was not provided for investigation. Based on the results of the device evaluation, log-file review, and information provided by the hospital, the investigation concluded that the most likely cause of the event was a blockage of vent flow tubing by patient or patient chair. An occlusion or flow restriction in the oxygen extension tubing likely caused pressure to build within the patient circuit, leading to rupture of the tubing and subsequently causing the internal vent-flow tubing to become disconnected. This sequence of events resulted in the observed dosing inaccuracy. Review of the incident report also indicates the device was used off-label (adult patient), not consistent with the approved indications for the noxboxi device and noxivent <nitric oxide>. A review of complaint data for this type of event indicated that the occurrence rate remains within established control limits.